Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Two drill bits broke while trying to drill for dome screws. Surgeon left the drill bit tips in the patient. (Left hip).

Manufacturer narrative:
Two drill bits broke while trying to drill for dome screws. Surgeon left the drill bit tips in the patient. (Left hip). The drills associated with this report were not returned. Per the reporting patient x-rays are not available. A complaint database search has however identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.